Manufacturer narrative:
The reporter's meter was returned for investigation. The display showed no issues during the investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board was contaminated. The observed contamination can temporarily lead to the reported display issue. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Unique identifier (UDI) # (B)(4). Occupation was lay user/patient.

Event description:
There was an allegation of an error message and an issue with the display of the coaguchek xs meter. The customer was getting error 9 (per the operator manual: because this error indicates possible damage to the heater plate contacts, call the roche diagnostics technical service center at (B)(6) to have the meter replaced.) The customer waited two minutes and then turned the meter on and the customer noticed parts of the screen look faded. The customer turned the meter off and then attempted to do a display check, but the meter did not turn on. The meter then went into set mode. While attempting to set the date and time, the "o" and part of the "n" looked faded. The customer turned off the meter and attempted to turn on the meter, but the customer could only see a faint part of an "8" on the display. There were no signs of moisture or debris in the battery compartment and no contamination on the heater plate. No actual misinterpretation of a result occurred.